Event description:
It was reported the pt's right deep brain stimulator was turning off. There was no issue with the left sided device system. The device off state was verified with the pt programmer. The pt had been implanted in 2007 with dual deep brain stimulators to treat parkinson's disease. The pt saw no issues with the device turning off initially. When the pt presented for their last office visit (date unk), the device was found in an off state. The battery was measuring 3.75 volts. Power on reset parameters were noted. The device was reported not near end of life. The pt was seen in the clinic. The device again indicated a power on reset condition. The device was reprogrammed to 1.8 volts, 60 us, and 130 hz (same settings as before the reset). Again, the battery was at 3.75 volts. It was unclear if the pt had been exposed to any emi. The pt had been responding well to the therapy prior to the device turning off. Add'l info indicated the pt had minimal baseline symptoms on the left side, so it was difficult to ascertain exact moments of return of symptoms. The pt began randomly checking the device on/off status in different environments in an attempt to isolate the cause. There was no apparent pattern associated with emi that turned the device off or caused a reset. A longevity estimate at the pt's settings indicated a battery life of >120 months. During the pt's office visit, the device was monitored for about 25 mins. The device remained on. The pt was sent home. One hour after returning home, the device was again in the off state. The right device was explanted and replaced due to the continued episodes of shutting off and power on reset conditions.